Event description:
It was reported that this implantable pacemaker was explanted and reimplanted due to pocket revision. No additional information related to the cause of the pocket revision was provided. Device remains in service. No additional adverse patient effects were reported.